Event description:
It was reported that the customer was hospitazlied on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose was over 400 mg/dl. The customer expressed dry heaving as leading up to the hospitalization. The customer stated that she had used a quick serter in order to insert an infusion set, but she did not realize she was not receiving insulin until much later. The customer changed the infusion set but forgot to deliver insulin for her high blood glucose levels thus she woke up with blood glucose levels of over 400 mg/dl. The customer was successful in lowering her blood glucose levels. The customer believes the issue was caused by the quick serter not going in correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.